Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received for another complaint (com (B)(4)). Patient was revised on (B)(6) 2013 for arthrofibrosis, crepitus, discomfort, and a feeling of being loose. The poly was exchanged for a thicker insert.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Patient medical records were reviewed and from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Review of patient x-rays was unable to confirm the reported arthrofibrosis, crepitus, discomfort, and a feeling of being loose. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.